Event description:
It was reported that a low voltage fault code 1003 occurred on this implantable pacemaker. Data analysis was performed and confirmed the device is exhibiting premature battery depletion. A boston scientific technical services (ts) consultant recommended replacing the device. The device remains in service. No adverse patient effects were reported.